Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at less than 12 atmospheres and before reaching nominal pressure, the balloon ruptured. The procedure was completed with an alternative device. No patient complications were reported.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at less than 12 atmospheres and before reaching nominal pressure, the balloon ruptured. The procedure was completed with an alternative device. No patient complications were reported. It was further reported that the target lesion was located in the fatty plaque with possible calcium in the left anterior descending artery. Additionally, the balloon was inflated once.